Manufacturer narrative:
Block b3: exact date unknown, event occurred two months from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was working their way to the surface of the skin which caused discomfort. There was no skin breakage noted. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.